Event description:
Customer reported having high blood glucose with her loaner insulin pump. The customer's blood glucose was 520 mg/dl. The customer stated insulin was not coming out of her insulin pump and she did not receive a no delivery alarm. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window and a scratched reservoir tube window.